Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "exchange from textured to smooth". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as fold flow opening. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "exchange from textured to smooth". This record is for the right side. Device remains implanted.